Manufacturer narrative:
Approximate age of device ¿ 4 years and 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during a routine outpatient clinic visit, the pump could not maintain fixed speed when the system controller was connected to the power module. A second attempt showed the same behavior. Back on battery support, everything was stable again. Reportedly, the patient is a sleeps with the device on battery power and had not been using the power module. The patient was asymptomatic. The system controller log files reviewed by the manufacturer¿s technical services representative confirmed the events. X-ray images of the driveline did not find direct indication of damage. A short-to-shield was suspected. On (B)(6) 2018, distal end percutaneous lead (driveline) replacement was performed by the manufacturer¿s technical services representatives. No pump stoppages occurred after the system controller was placed back on a grounded power module patient cable. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient; however, the external portion/distal end of the driveline that was replaced was received for evaluation. Pump speed decelerations and pump stoppage events were confirmed based on the data contained in the submitted log file. These events occurred while the system was operating on the power module. Based on the manufacturer¿s previous complaint experience, the observed pump stoppages and low speed events appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed. The submitted x-ray images did not show any areas of concern. Approximately 19 inches of the external portion/distal end of the driveline was returned for evaluation. The outer silicone jacket was severed approximately 3 inches from the metal connector, and the remaining outer layers of the driveline were severed approximately 17.5 inches from the metal connector. Metal braided shield breakdown was observed approximately 2.5 through 4, 8 through 11, and 14.5 inches from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and high potential testing of the driveline segment did not reveal any issues that would have contributed to the reported events. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.